Event description:
It was reported that a patient was experiencing pain after having a short (170mm and 235mm) intertrochanteric fixation procedure of the hip on (B)(6) 2014 which was performed after the patient slipped and fell sustaining a broken femur straight across the top of the bone (hip). Although reportedly improved, the patient continues to experience post-operative pain even after in-patient and in-home rehabilitation. The patient reportedly was seen by her internist on (B)(6) 2015 and the area around where the bolt was implanted to repair the bone (the scar) was noted to be discolored and sensitive to touch (reddish brown, has hyper pigmentation and tenderness). It was reported that the scar at the top of her hip, near her buttocks clear but pressing down on the proximal scar, nine (9) inches down the length of the patient's thigh causes pain. Additionally, it was reported that the nerve down the front of her leg is "not right" and that it goes numb. Device part, lot and procedure details requested as there is a concern about the metal composition of the devices. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device was not reportedly explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.